Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for other upper quadrant sites and non-malignant pain. The rep reported that the ins was replaced in (B)(6) 2017 due to having 3 overdischarges. The rep reported that the third overdischarge was in (B)(6) 2016. No further complications anticipated.